Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in ada site 26 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports pain, swelling and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used less drills than recommended to perform the implant installation.

Event description:
The clinician reported that 3 months after the dental implant and abutment were placed in (B)(6) site 26 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports pain, swelling and bruxism. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4)